Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine adhesions ("adhesion of device to the right uterosacral ligament/migration of essure device location of device: uterosacral ligament") and device dislocation ("migration of essure device/ one of the coil had migrated ti my groin area/migration of essure device location of device: uterosacral ligament") in a 39-year-old female patient who had essure (batch no. B16004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 23 days after insertion of essure. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems - condition: mental anguish / psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced uterine adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic lysis of adhesions due to complications from the essure device and on (B)(6) 2014, laparoscopic left salpingectomy/ to have the coil migrated removed). At the time of the report, the uterine adhesions, device dislocation, menstrual disorder, hormone level abnormal, urinary tract disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety, depression, nausea and abdominal pain outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, hormone level abnormal, menorrhagia, menstrual disorder, nausea, urinary tract disorder, uterine adhesions and vaginal haemorrhage to be related to essure. The reporter commented: decrease of pelvic pain following removal. Discrepancy noted: plaintiff claimed that she was still dealing with complications since she still have one essure coil inside. In current follow up it is reported that on (B)(6) 2014 unilateral salpingectomy done and had the coil migrated removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: migration of essure device /unilateral occlusion. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received event " abdominal pain" was added. Severity of event and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ one of the coil had migrated ti my groin area/migration of essure device location of device: uterosacral ligament") and uterine adhesions ("adhesion of device to the right uterosacral ligament/migration of essure device location of device: uterosacral ligament") in a 39-year-old female patient who had essure (batch no. B16004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, 4 months 5 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced uterine adhesions (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish/psychological or psychiatric problems - condition: anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("depression"). The patient was treated with surgery (laparoscopic left salpingectomy with removal of failed device) and surgery (laparoscopic lysis of adhesions due to complications from the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine adhesions, menstrual disorder, hormone level abnormal, urinary tract disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety, depression and nausea outcome was unknown and the bladder disorder had not resolved. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, hormone level abnormal, menorrhagia, menstrual disorder, nausea, urinary tract disorder, uterine adhesions and vaginal haemorrhage to be related to essure. The reporter commented: decrease of pelvic pain following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device /unilateral occlusion. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received: events: abnormal bleeding (vaginal, menorrhagia), mental anguish, depression, nausea added. Event onset dates added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ one of the coil had migrated ti my groin area") and uterine adhesions ("adhesion of device to the right uterosacral ligament") in a 39-year-old female patient who had essure (batch no. B16004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine adhesions (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic left salpingectomy with removal of failed device) and surgery (laparoscopic lysis of adhesions due to complications from the essure device). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, uterine adhesions, menstrual disorder, hormone level abnormal and urinary tract disorder outcome was unknown and the bladder disorder had not resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, hormone level abnormal, menstrual disorder, urinary tract disorder and uterine adhesions to be related to essure. The reporter commented: decrease of pelvic pain following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- bladder or urinary problems or changes, hormonal changes, migration of essure device/ one of the coil had migrated ti my groin area. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine adhesions ('adhesion of device to the right uterosacral ligament/migration of essure device location of device: uterosacral ligament') and device dislocation ('migration of essure device/ one of the coil had migrated ti my groin area/migration of essure device location of device: uterosacral ligament') in a 39-year-old female patient who had essure (batch no. B16004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 23 days after insertion of essure. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes") and experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems - condition: mental anguish / psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On 14-feb-2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced uterine adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and mental disorder ("psych injury"). The patient was treated with surgery (laparoscopic lysis of adhesions due to complications from the essure device and on (B)(6) 2014, laparoscopic left salpingectomy/ to have the coil migrated removed). At the time of the report, the uterine adhesions, device dislocation, menstrual disorder, hormone level abnormal, urinary tract disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety, depression, nausea and abdominal pain outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, nausea, urinary tract disorder, uterine adhesions and vaginal haemorrhage to be related to essure. The reporter commented: decrease of pelvic pain following removal. Discrepancy noted: plaintiff claimed that she was still dealing with complications since she still have one essure coil inside. In current follow up it is reported that on (B)(6) 2014 unilateral salpingectomy done and had the coil migrated removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: migration of essure device /unilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received event psych injury was added. New reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine adhesions ("adhesion of device to the right uterosacral ligament") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine adhesions (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic lysis of adhesions due to complications from the essure device and left salpingectomy with removal of failed device). At the time of the report, the uterine adhesions, pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and uterine adhesions to be related to essure. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.